Event description:
Tests of blood were ordered to be performed and were performed in the early morning hours. The results were sent electronically to the computerized storage section on the record. The critical abnormality was in the interval change over the 8 hours from the earlier test, rather than the absolute result of the test that was silently sent to the electronic repository. Not one health professional knew it was there until approx 6 hours later. The new result returned showing an absolute level life threatening anemia. The critical test reflecting the interval change was buried in the electronic repositories. The pt died from blood loss. The electronic device did not warn there was a new result. This death associated problem, the failure to notify of a new result, is a flaw of all electronic repositories of pt's results.